Manufacturer narrative:
Reader mdgb134-j3157 has been returned and investigated. Visual inspection has been performed on the returned reader and user related damage was observed. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings and entered a "replace sensor" error message. As a result customer experienced a loss of consciousness. User was treated with "two spoons of grenadines, bottle of lidl multivitamin juice, milk, chocolate, and sugar" by a third-party non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings and entered a "replace sensor" error message. As a result customer experienced a loss of consciousness. User was treated with "two spoons of grenadines, bottle of lidl multivitamin juice, milk, chocolate, and sugar" by a third-party non-healthcare professional. There was no report of death or permanent injury associated with this event.